Manufacturer narrative:
An event of pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, an amplatzer amulet occluder was selected for implant using a torque delivery system. On (B)(6) 2019, during the 45 day follow - up visit, a slight pericardial effusion was discovered. A tte will be repeated in two to three months. The patient is reported to be stable and asymptomatic.